Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance, there was moisture inside an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to a correction: h.1 - a180104 - device contamination with chemical or other material (2944) investigation summary: bd received 2 photos for investigation. In the 2 photos provided, an unused tube is shown with batch information and a correct spray pattern, with no foreign material observed. A total of 100 retained samples were visually inspected, and no foreign material was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter - non-biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance, there was moisture inside an unspecified number of devices. No adverse impact was reported regarding the patient or user.